Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo was provided for review and one sealed 19cm d/l hemostar catheter was returned for evaluation. Visual evaluation was performed on the returned device. The complaint sample appeared to be clean. Upon inspection of the sealed sample, one top material information tyvek label was noted to be partially peeled off. A tear was noted on the back of the sealed sample, on the center portion of the outer packaging. Components did not look affected within package. No other anomalies were observed. The photo shows a partial view of the device packaging in which the transparent section can be noted to have a tear. The manufacturing evaluation site states, a closer view revealed a longitudinal tear in the transparent part of the pouch. Therefore, the investigation is confirmed for the reported hole/tear/rip in device packaging. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a hemostar dialysis catheter placement procedure. Prior to the procedure, the package was allegedly opened, and the inspection of the outer package revealed a suspected crack in the outer package. It was further reported that the another set of tubing was allegedly opened for placement of the tubing. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the hemostar dialysis catheter placement procedure. It was reported that prior to the procedure, the package was allegedly opened, and the suspected crack in the outer package during the inspection it was further reported that the another set of tubing was allegedly opened. There was no patient contact.